Event description:
It was reported the customer experienced a low blood glucose in the 40 mg/dl range; cause was unknown. As a result, the customer lost consciousness and experienced a seizure. Third party intervention was required by customer's spouse, who administered glucagon to address the low blood glucose level. The customer continued to use the pump for insulin therapy.